Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection procedure. The stapling device was being used to connect the rectum with the sigmoid colon. After firing the stapler, the device was difficult to remove from the rectum. Subsequently, the surgeon found that only half of the staple line was closed / completed. The rest of the missed staples were still inside the stapler. The device had partially fired. The anvil was not bent and the stapler sizers were used. In order to resolve the incomplete staple line and complete the case, used a new stapling device to create the anastomosis. There was no patient harm. The patient outcome is alive, no injury.